Event description:
New information received notes that the lead was explanted.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Externalized conductors due to external and internal insulation abrasion was noted at 8.0-12.0cm and 10.0-17.0cm from the lead tip. The etfe coating was intact at these locations.

Event description:
It was reported that during a follow up, externalized conductor was observed.